Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent system was implanted within the esophagus of a cancer patient on (B)(6) 2011. According to the complainant, the indication for stent placement was to treat dysphagia due to esophageal carcinoma. There were no issues encountered during the stent placement procedure. The patient was reported to be stable post procedure. The patient started receiving radiation treatment approximately 3 weeks post stent placement. The patient received one endoscopic check (B)(6) 2011; otherwise, the patient was followed up by medical and radiation oncology. Details from the follow up care are not available. On (B)(6) 2012, the patient died. During the post mortem autopsy, it was confirmed that the stent had eroded through the esophagus onto the aorta. In the pathologist's assessment, "the patient died from massive hemorrhage from the aorta secondary to esophageal perforation, in relation to the esophageal stent within a weakened cancer-infiltrated esophageal wall". Reportedly, the bleed was not identified prior to the patient's death. As they were unaware of the bleeding, no intervention was performed to try and stop the bleed. A copy of the autopsy report is not available.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent system was implanted within the esophagus of a cancer patient on (B)(6) 2011. According to the complainant, the indication for stent placement was to treat dysphagia due to esophageal carcinoma. There were no issues encountered during the stent placement procedure. The patient was reported to be stable post procedure. The patient started receiving radiation treatment approximately 3 weeks post stent placement. The patient received one endoscopic check just before (B)(6) 2011; otherwise, the patient was followed up by medical and radiation oncology. Details from the follow up care are not available. On (B)(6) 2012, the patient died. During the post mortem autopsy, it was confirmed that the stent had eroded through the esophagus onto the aorta. In the pathologist's assessment, "the patient died from massive hemorrhage from the aorta secondary to esophageal perforation, in relation to the esophageal stent within a weakened cancer-infiltrated esophageal wall." Reportedly, the bleed was not identified prior to the patient's death. As they were unaware of the bleeding, no intervention was performed to try and stop the bleed. A copy of the autopsy report is not available.

Manufacturer narrative:
(B)(6). The device remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Death, bleeding and perforation are known complications associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.